Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 06291. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(4) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On the (B)(6) 2019, the intestinal tube was blocked. On (B)(6) 2019, the intestinal tube was replaced and there was a kink and a bezoar at the end of the tube.